Event description:
According to the biomet representative, the instruments were being used as intended when the failure occurred. The fracture occurred below the thread on the biomet positioning rod, which was not determined until the instruments were disassembled. There was no patient harm. Note: there is now a recall notice on this device; we have verified with the FDA that we do not have any of the affected instruments in our biomet hip trays.